Manufacturer narrative:
This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There are no related adverse trends or non-statistical trends identified for the complaint issue. There were no returns made available from the customer site for this evaluation. Testing with in-house retained file samples could not be performed as the architect (B)(6) reagents used by the customer at the time of the reported issue have expired. However, field data over the last six months was reviewed and the performance of reagent lot 68061li00 was found comparable to other reagent lots of architect (B)(6). Also, any non-conformances or deviations with this lot were not identified. The overall performance of this reagent lot is acceptable. The architect (B)(6) assay package insert provides information to address the current customer issue. Based on the evaluation results and the information from the customer site, a product malfunction was identified as the customer observed a (B)(6) result for the current sample. Product labeling and instructions for use were found to be adequate.

Event description:
The customer reports that one patient has been monitored with the architect (B)(6) assay from (B)(6) 2015 through (B)(6) 2017. The following results were provided: sample 1 (no date provided): 0.44 s/co ((B)(6)); sample 2 (no date provided): 1.07 s/co ((B)(6)); sample 3 ((B)(6) 2017): 0.61 s/co. The customer believes that the result of 1.07 s/co is a (B)(6) result. There is no impact to patient management reported.